Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Healthcare professional reported "surgical site infection". Device status is unknown.